Event description:
Additional information was received. It was reported that there turned out not to be a granuloma at all. The medication dose was adjusted and the patient was getting good therapy with no issues. It was indicated that the symptoms ended up not being device related at all.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an MRI had identified a granuloma at the catheter tip. The patient had exhibited symptoms of constipation, dehydration, and loss of drug effect with the inflammatory mass. It was indicated that the physician planned on decreasing the drug dose and might explant the catheter. The device system was used to deliver gablofen. On the following day, it was reported that the healthcare provider (hcp) had been ¿chasing¿ the patient¿s spasms. An MRI was performed to try to determine the cause of the patient¿s symptoms. Upon evaluating the MRI, it was thought that the patient had a granuloma, though it was noted that the follow-up physician was not convinced that there was a granuloma. It was indicated that a catheter revision was planned for the following day. The entire catheter would be replaced and the new catheter would be implanted at a different level. It was stated that the patient had been receiving 3000mcg/ml gablofen. At the surgery, they planned on performing a reservoir rinse and then refilling the pump with 2000mcg/ml lioresal. On the next day, it was reported that the patient had been brought to the operating room for a catheter replacement. Cultures were taken and tested positive for staphylococcus. The catheter replacement was cancelled and additional cultures were drawn from the pump reservoir and from a single-stick lumbar tap. Two days later, it was reported that the patient¿s cultures showed no growth at the time of report. The patient had received one dose of vancomycin prior to going to the operating room. It was indicated that the pump would be refilled with a bridge bolus after the pump washout and drug change on the afternoon of report. The catheter replacement was rescheduled for (B)(6).

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).